Manufacturer narrative:
(B)(4). The returned microcatheter was missing its tip. The surface of the distal catheter shaft was scratched and became roughen possibly due to interference with calcification. Circumferential damage was observed on the remaining tip polymer. The catheter lumen at the tip breakage end was narrowed by torn braids and inner polymer layer that were gathered towards the center of the lumen. This finding indicated that torsion was applied when the tip broke off. The tip breakage end was located at the distal end of the catheter shaft; the missing tip was assumed to be 5mm long. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped by the severely calcified lesion. The tip was assumed to get damaged and eventually torn off due to accumulated torsion. There was no indication of product deficiency. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated and the tip fragment remained in the patient during a pci to treat a severely calcified cto in the rca #2-3. The microcatheter was advanced retrogradely to the lesion when its tip was trapped in the severely calcified segment and became separated. The physician determined to leave the tip fragment in situ. The pci was resumed and successfully completed with reestablished blood flow. Although the tip fragment was located in the myocardium, the patient was without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.